Event description:
It was reported that there was a removal of short trochanteric fixation nail system (tfn) nail, lag screw and locking screw due to lag screw penetrating the femoral head; confirmed by x-ray. The patient was revised to total hip arthroplasty. There was no damage noted to parts. There was no reported delay in surgery. The revision surgery was successful completed. The patient status/outcome was successful. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Pt weight: exact weight reported as (B)(6). Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: three implants belonging to the titanium trochanteric fixation nail system were returned; one titanium cannulated trochanteric fixation nail, 12mm/130deg, (part 456.322, lot 7729187, manufactured july 13, 2014), one 11.0mm titanium screw, 95mm (part 04.032.095, lot 7898715, manufactured february 02, 2013), and one 5.0mm titanium locking screw, 38mm (part 458.938, lot 7728768, manufactured july 03, 2014). Upon receipt of these devices, they were seen to be in good overall condition with only slight signs of wear in areas in which they contacted each other and their environment while implanted and from contact with instruments during insertion or explantation. The root cause of this complaint is ultimately indeterminate but many factors could plausibly factor into this complaint such as: incorrect measurement by the surgeon for blade length (the technique guide calls out use of the helical blade measuring device for determining the ideal helical blade length), poor bone quality, collapse of the femoral head, and level of patient compliance. As x-rays were not received by the complaint handling unit, this complaint cannot be confirmed. The relevant drawings were reviewed. These drawings specify dimensions, materials, and finishing processes required for a successful device. This complaint is unconfirmed due to the lack of x-ray evidence. The root cause is undetermined due to the variables surrounding the patient and implants. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.